Event description:
Reporter indicated that high lead impedance readings were obtained indicating possible lead break. Lead was explanted and replaced with new lead.

Event description:
Product analysis of the lead was completed in 2001. The lead did not have a complete break evidenced by acceptable impedance measurements. However, the cut in the silicone tubing near the electrode positive coil would explain the high impedance readings obtained during lead tests. Complete lead assembly was returned in one piece. The cause for the silicone tubing cut was not determined. The condition of the lead was consistent with conditions that exist after the explant procedure. During replacement surgery, it was reported that there was fluid seen in the lead. However, a lead break was not seen when the lead was still implanted. A lead test indicated high impedance. The leads were gently pulled and the leads appeared fully inserted and secure. The leads wer removed and re-inserted and high impedance still existed. The lead was disconnected and a test resistor was secured to the generator with lead test indicating no problems with the generator. Due to fluid observed, the surgeon opted to replace the leads. Once the lead was explanted, a visible split in the silicone was visible.

Manufacturer narrative:
The supplemental report #1 did not report the product analysis and surgery information.